Manufacturer narrative:
One fast-cath introducer was returned. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The instructions for use state, "do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis."

Event description:
During the procedure, the device was leaking blood from the end of sheath. The device was replaced and the procedure was completed with no adverse consequence to patient.